Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had an unexpected shutdown. There was patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was no logged faults and the device ran for several hours and could not be duplicated. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) shut off while connected to a patient during use. There were no patient harm or injury was reported.